Manufacturer narrative:
Device is not available for evaluation.

Event description:
This event involved two (2) transfusion sets. This report corresponds to MFR report #: 9681819-2016-00010 / uf / importer report #: (B)(4). The customer reported that the transfusion set leaked blood at the blue safety clamp within the anti free flow device. The customer provided photographs of the complaint device. No patient information was provided by the reporter. The complaint device was not available for investigation. The following investigation activities were performed. Review of the customer photographs confirmed the leakage of blood visible outside of the clamp. A free flow and tightness test was performed on one retained sample of the complaint batch and could not find any non-conformity. The investigation of our production documents did not show any deviation related to the complaint reason. Also, complaint records do not display any other failures of this nature for either batch. Complaint investigators discussed this error pattern with our production unit who indicated that this failure was likely caused by inattention of the worker during hand assembling process. Additionally, the probable cause of the leakage is the gluing connection between the tube and the pump segment. But unfortunately without the affected sample a more detailed analysis and root cause of this failure could not be clearly determined.